Event description:
On (B)(6) 2017 the reporter contacted lifescan (B)(4) alleging that the patient¿s onetouch verio2 meter was reading inaccurately. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter, a nurse, alleged that the product issue began at 1:51 pm. The reporter stated that the patient was experiencing symptoms of ¿feeling a bit sick, sight issue and incoherent¿. The reporter stated that the patient obtained a blood glucose reading of 55 mg/dl on the subject meter and alleged that this reading was inaccurately low compared to their feelings and/or normal readings. The patient manages their diabetes with insulin with no adjustments. The reporter stated that the patient ate lunch and injected their usual dose of insulin after the reported low reading. The reporter stated that when they arrived for their usual visit they found the patient ¿a bit sick¿ and treated them with two pieces of sugar. The reporter stated that the one hour later they obtained a blood glucose reading of 166 mg/dl on the subject meter. The reporter stated that the patient was still feeling unwell. The reporter stated that they contacted paramedics who obtained a blood glucose reading of 50 mg/dl on their own meter. The reporter stated that the paramedics administered treatment of glucagon 30. The reporter stated that the patient felt better after this treatment. The cca was unable to fully perform troubleshooting as the reporter was unable/unwilling to answer many of the questions. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.